Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a deviation of the reprocessing method by the user facility from the instructions for use. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU): ·instructions, reprocessing manual, chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ section 5.5 ¿manually cleaning the endoscope and accessories¿ and chapter 8 ¿storage and disposal¿, then inspect that debris is removed, especially on the opening section of the air/water nozzle and the surface of the objective lens. If any debris remains, clean the endoscope until no debris is observed. We also suggest the user check the handling environment such as thorough rinsing, removal of water remained in the channel after cleaning, and drying. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that when performing a pre-check of the evis exera lll gastrointestinal videoscope, water could not be supplied. After spraying the air and water channels, the system recovered. The incident occurred again on (B)(6) 2023. The issue was found during preparation for use. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object was found at the tip.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not reproduced. Other than the foreign material in the tip, there were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.